Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a healthcare provider (hcp) that the patient is having issues with the device. The patient had an appointment with the neurologist on (B)(6) 2021 at which time they increased the implantable neurostimulator (ins) settings. The patient called and reported that they blacked out and had three stitches on their head and back and their left hip were black and blue. Since falling last tuesday or wednesday , recharging the ins is taking longer than normal (can take 2-3 hours). The patient stated she charges every other day but not always at the same time. She did not have the implant checked after the fall. During the call, the patient was able to get full coupling without any issues. She stated sometimes she gets 6 boxes instead of 8. The ins charge was between 50%-75%. It was suggested the patient inform their physician of the fall. It was reviewed coupling and charging times may vary. The patient can try charging the ins at the same time and see if that helps keep the time the same. No patient symptoms were reported.